Event description:
I noticed tremendous fatigue, moderate pain in right leg, moderate weakness in right leg and arm, and slight to moderate tremor in right hand and moderate rash mostly on face and scalp. I have been seeing a neurologist for almost a year now and unable to come up with a diagnosis. I had the essure device placed (B)(6) 2018. I believe that his device could be responsible for my symptoms. I had a hysterectomy last month ((B)(6) 2018) to remove the essure device. My allergist and I are currently testing the coils on my back to see if I react or not. I should ave those results this friday, (B)(6) 2018.